Event description:
Information received by medtronic indicated that the customer reported diminished battery life: changed out every 2 weeks, scratches on the display screen that affects the ability to read the screen, rejected new batteries, pump was louder during rewind, random unexplained no delivery alerts and button stick. Transmitter does not always connect to the insulin pump and random sensors updating errors. Troubleshooting was not performed. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the insulin pump, transmitter. The insulin pump, transmitter will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.